Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported event cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) left ventricular assist system (lvas), serial number (B)(4), and no further events have been reported at this time. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. The IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was bleeding between the inflow cannula and apical cuff. Heavy sutures were applied around the inflow cannula to tamponade bleeding. The bleeding no longer persisted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) left ventricular assist system, serial number (B)(4), and the reported event cannot be conclusively determined through this evaluation. The patient remains ongoing on (B)(6) left ventricular assist system (lvas), serial number (B)(4), and no further events have been reported at this time. The (B)(6) IFU and the (B)(6) patient handbook are currently available. The IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the (B)(6) left ventricular assist system. The IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the (B)(6). Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was bleeding between the inflow (B)(6) cuff. Heavy sutures were applied around the inflow cannula to tamponade bleeding. The bleeding no longer persisted.